Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a phenomenon occurred where the contrast agent turned blue when injected into the balloon port. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
D4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a180104 captures the reportable event of presence of foreign material on the device. H11: investigation results: the returned hurricane rx dilatation balloon was analyzed, and a visual and microscopic found that the syringe was filled with a light blue substance and residues of contrast. The balloon does not have residues of this substance, it only has white residues of contrast media. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of device foreign material present in device was unable to be confirmed. The syringe contained a light blue substance along with residues of contrast media. However, the balloon showed only white residues of contrast media and no traces of the blue substance. It is important to note that the inflation device and the contrast agent are not boston scientific (bsc) products. We made a good faith effort to obtain technical data about the contrast agent and information regarding the contrast container in order to conduct laboratory tests to identify the blue substance. Unfortunately, we did not receive a response despite good faith efforts. Furthermore, there have been no significant changes to the materials of the device that could explain the reported problem. After analyzing all available information and inspecting the returned device, we found no problems with the balloon or evidence of foreign material in the bsc device. Therefore, the most probable root cause is caused not established.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a180104 captures the reportable event of presence of foreign material on the device.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a phenomenon occurred where the contrast agent turned blue when injected into the balloon port. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.